Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported that their blood glucose level had reached over 600 mg/dl and that the cannula looked bent. The pod was worn between 4 and 24 hours. The patient's blood glucose and insulin history is as follows: (B)(6).

Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.